Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the processor in which the scope was processed in and found it to be operating properly - the hp pump and ports were functioning properly, the cycle tapes evidenced the cycle completed successfully, and the chemical indicator (ci) used during the cycle evidenced passing results. No further issues have been reported. The user facility reported that having steris inspect the system 1e processor was part of their internal investigation and the manufacture' of the scope was also contacted. At the conclusion of the user facility's investigation, the facility chief risk officer stated that the system 1e processor was not responsible for the reported event. It appears that the user facility may not be properly cleaning their scopes before processing them in the system 1e. The operator manual states (pp.1-2), "adequate cleaning of the medical device is required. Residual patient soil or other material or cleaning agents may decrease effectiveness of s40 sterilant concentrate." The operator manual states (pp.1-1), "failure to thoroughly clean devices, endoscopes, etc., may result in ineffective liquid chemical sterilization." In addition, section 5-2 of the operator manual outlines proper preparation of devices for liquid chemical sterilization.

Event description:
The user facility reported that a clog was observed in the lumen of a scope during a patient procedure. No adverse effects have been reported.